Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to reset errors within the xena ic. The device was tested on the bench and the backup condition was reproduced with the cold temperature soak test. The cause of the bvvi was consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that while preparing for a case, the sales rep interrogated the cardiac resynchronization therapy pacemaker and noticed the device was in ventricular-inhibited (vvi) backup mode. No patient or physician was involved.